Event description:
On april 27, 2009, the lay user/patient contacted lifescan alleging the one touch ping meter displayed the "error 1" message. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The product was not new and the pt was unable/unwilling to go through troubleshooting. This complaint is being reported because the user alleged the "error 1" message appeared and the complaint was not resolved through troubleshooting. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B) (4)